Event description:
It was reported that the paramedic attempted to establish a humeral io. The paramedic felt a pop, but was unable to unthread the stylet from the hollow needle. He then attempted to establish a tibial io with a different needle, but again was unable to unthread the stylet. The ambulance provider arrived on scene and used their ez-io system, which was able to establish an io on the other tibia with no issues. No patient harm or injuries.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of having issues removing the stylet from the needle could not be confirmed based on the sample received. The customer returned various components, including a 45mm needle that appear to be from 9079p-vc-005 needle set. The returned needle was visually examined with and without magnification. Visual inspection of the returned needle revealed the needle appears used , as foreign material can be seen on the cannula. No other defects or anomalies were observed. Dimensional inspection was not required as a part of this complaint investigation. Functional testing of the returned needle revealed the needle's stylet could be removed and inserted into the returned needle's cannula with little effort. A review of the certificate of compliance certified that the received lot number met the viant upland quality system requirements and specifications and revealed that the needle set passed all the release criteria. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the paramedic attempted to establish a humeral io. The paramedic felt a pop, but was unable to unthread the stylet from the hollow needle. He then attempted to establish a tibial io with a different needle, but again was unable to unthread the stylet. The ambulance provider arrived on scene and used their ez-io system, which was able to establish an io on the other tibia with no issues. No patient harm or injuries.

Manufacturer narrative:
Qn# (B)(4).